Manufacturer narrative:
A ge svc rep performed an onsite investigation and replaced the following: the x-ray tube, the high voltage tank, the filament driver printed circuit board, the snubber and the snubber insulators. The generator was calibrated and the beam was aligned. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a kv error message during a case. No pt injury was reported.